Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site. A visual inspection, functional test, and alarm log review were performed. During the functional test and the alarm log review the f-38 alarm was identified. The cause of the alarm was inoperative force sensing resistors (fsrs). The fsrs were replaced to correct the reported condition. The pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented an f-38 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.